Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to home patient (hp) and advised to start over with new supplies. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved, and that she is continuing therapy without issues. The hp did not know what might have caused the alarm, and confirmed that she had not noticed any loose connection, separations or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.